Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was making a constant high-pitched sound. His blood glucose at the time of incident was 124 mg/dl. The customer stated that the screen was frozen and the buttons were unresponsive. He removed the battery and put it back in, and the screen only displayed a circle with a black dot. His settings were also gone. Troubleshooting was initiated for the constant tone and the customer mentioned that it first occurred when he was in the generator room on the military base. No alarms occurred prior to the constant tone. The pump received an unexpected restart error and an external ram error during troubleshooting and each alarm was cleared. The pump also passed the self test and was successfully rewound. The constant tone issue was still not resolved. The customer was advised to monitor the pump. No products were returned or shipped.